Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported vertical gas breakthrough during flap creation for a lasik procedure. There was no report of patient harm. The patient will be treated with photo refractive keratectomy (prk) at a later date.

Manufacturer narrative:
A supplemental medical device report (smdr) # 02 is being filed to correct the PMA/510k date on the prior filed manufacturer device report. Incorrect date of 07-feb-2018 is being corrected to 06-feb-2018. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided. The root cause could not be identified conclusively. The possible root cause for occurrence of vertical gas breakthrough (vgb) could be thinner flap setting by the user or the canal is not functioning. The manufacturer internal reference number is: (B)(4).